Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 99% stenosed target lesion located at moderately tortuous and severely calcified forearm vein. A 2cm peripheral cutting balloon was selected for use. During the procedure, at second dilatation it was reported that a balloon rupture occurred at 6 atm. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.